Manufacturer narrative:
Customer complaint of back-up mode issue was confirmed. As received, device had no telemetry and no output due to low battery voltage. Analysis performed after installed new battery and reloaded product code, did not find any anomalies. The original battery was depleted to eol level. The implant duration exceeded the device¿s projected longevity and considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-patient device check. Upon interrogation it was discovered that the pulse generator was in backup operation. It was noted that the elective replacement indicator had been triggered and the generator had not been checked in over three years. The device was explanted and replaced. The patient was in stable condition.